Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event "needle breaks and the thread ruptures": did the suture break in one device and the needle broke in another device? Did the suture and needle break in both devices?

Event description:
It was reported that a patient underwent a tooth extraction on an unknown date and suture was used. During the procedure, the thread ruptured and/or needle detached from the suture. There was no greater damage to the patient beyond the time of surgery of the professional and increase of the time of the surgical postoperative to the patient, because the more times the needle passes through the gum, the more it becomes torn, and the recovery becomes more compromised. No adverse consequences to the patient were reported.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. It was reported needle breaks and the thread ruptures. An unopened sample was returned for analysis. During the visual inspection of representative sample, the package, swage and attachment area were as expected. The suture was dispensed without problems and examined along of the strands and no defects or damaged were observed. Per the condition of the representative sample, no defects were observed on the sutures.